Event description:
It was reported the patient presented to the emergency room for unrelated reasons. A remote transmission was sent, and it was observed the right ventricular lead had high pacing impedance of 2225 ohms. No intervention was completed and the lead will continue to be monitored. The patient was stable.